Event description:
The patient reported that the ok button was not responding on the keypad. The patient reported that the buttons have to be pressed multiple times to elicit a response from the keypad. The reporter denies exposure to water or damage to the keypad. Additionally, the ok button appeared to have collapsed and the down arrow button did not feel normal when pressed.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.